Event description:
Clinical study. It was reported that post a coronary drug eluting stenting treatment procedure, the pt experienced angina pectoris requiring hospitalization. The lesion being treated in the index procedure was 2.5mm, 70% stenosis, 18mm long portion of the mid left anterior descending (lad). The target lesion was predilated with an unk balloon and the physician implanted a 2.5x32mm taxus liberte stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on protocol doses of asa (acetylsalicylic acid -aspirin) and clopidogrel. A four year follow-up visit indicated continuously asa use only. At 1629 days post procedure, the pt was at home and experienced mid sternal chest pain while at rest, radiating to the left shoulder and arm. Pain lasted for about an hour. She took three nitroglycerin with no relief. The emergency medical service arrived and on the way to the hospital, she was given morphine and the pain resolved. Upon arrival in the ER, the pt had an ECG (electrocardiogram) that showed inverted t waves from v1 to v3, and otherwise normal sinus rhythm. She was given aspirin, lovenox, nitro patch and oxygen, and repeat doses of morphine as her chest pain re-occurred. One day after, the cardiologist was consulted and advised the pt could be discharged with an outpatient stress test. Her lovenox was discontinued. The event was successfully resolved, no residual effects and the pt was discharged.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.